Event description:
The company received the following report "loose 15mm connection. Customer had to replace with another mfrs product." The info provided suggest that recannulation of a replacement tube was required.

Manufacturer narrative:
The customer indicated that the sample associated to this report is expected to be returned to the mfg site for analysis. If the sample is returned and significant info is identified from the sample analysis, a summary of the investigation results will be provided in a supplemental report.